Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a urinary tract infection. Pt had return of urgency symptoms. Typically, pt had enough time to get to the bathroom but was not getting there in time. Pt had concerns her battery was getting low. Pt had her programmer in storage and could not determine the status of her device. Additional information has been requested and will be made as f/u as it becomes available.